Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happens again.